Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to blank display. Unit received with no battery cap.

Event description:
The customer¿s mother reported via phone call that insulin pump was exposed to moisture. The customer's blood glucose value was unknown. The customer went swimming and about 20 minutes later he came out of the water and said I think my battery was dead. They took the battery out and there was water in the battery compartment and under the screen. The customer stated that the o ring was in place. Customer stated that the o ring was free of debris. The customer stated that they do hear fluid when shaking the insulin pump. Customer stated that they saw fluid under the display. The troubleshooting was performed for moisture damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.